Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed a fracture at the tip of the driver. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during final tightening of the set screw, the screwdriver tip broke off into the set screw. The surgeon retrieved the broken tip using the hospital's instrumentation. Another set screwdriver was used to complete the case. There was no impact to the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during final tightening of the set screw, the screwdriver tip broke off into the set screw. The surgeon retrieved the broken tip using the hospital's instrumentation. Another set screwdriver was used to complete the case. There was no impact to the patient.